Event description:
The customer reported via phone call that they had a low blood glucose event. The customer reported their blood glucose declined to 20 mg/dl, but was not alerted by their sensor. It was also reported the customer blacked out while shopping due to their low blood glucose. Date of the customer's low blood glucose event was (B)(6) 2015. The customer was treated with a glucose tablets for their blood glucose. The customer reported the perceived cause of their low blood glucose was from too much insulin delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-13882.